Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call that they had issue with the buttons, they have to press them multiple times before getting them to respond. The customer¿s blood glucose level was 122 mg/dl. The insulin pump had failed battery alert and no delivery alert. Assisted customer in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Customer was able to remove set at this time to test site portion of infusion set. Customer stated the cannula was not bent. The time clock was advances. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted. However, insulin pump received with intermittent button response due to flattened act, up and down button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector.